Event description:
It was reported that the bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector experienced component separation. The following information was provided by the initial reporter: while preparing an infusion in outpatient infusion pharmacy, the filter tubing extension set below disconnected during preparation at the point where the tubing attaches to the needle-free valve. There was no pressure or tension on the tubing when this occurred.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 09-jun-2023. Medwatch report # mw5118162.

Event description:
No additional information.

Manufacturer narrative:
One sample was received and tested by our quality team. The separation at smartsite end was noticed immediately and the customer's complaint was verified. Visual analyses under a high power digital microscope was employed and the separated tubing seemed to be lacking solvent (glue). The manufacturer was forwarded the information and the root cause of the failure was determined to be incorrect application of solvent and insertion by the operator at the bench responsible for the smartsite to tubing junction. A quality alert was generated to communicate and reinforce correct assembly process. A device history record review for model 10013902 lot number 23029173 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.